Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding an everflo device. The device was returned to a third party service center. During evaluation of the device, the device was found alarming, to have blown sieves, melted cabinet covers, and a cracked flow control. The device also had a case full of sieve dust and a foam around the exhaust that was blocking a port causing overheating and melted cabinet covers. The device had a faulty o2 sensor causing sporadic high o2 alarms. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.